Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/21/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: after investigation, a (B)(6) -year-old female patient underwent cesarean section in hospital on (B)(6) 2023. During the surgery, the surgeon used vcp345h for subcutaneous tension sewing in the way of continuous suturing. The suture broke during knotting. The surgeon immediately replaced a new suture (with unknown specific product information) for re-sewing. The subsequent operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery for about 30 minutes. The patient has been discharged smoothly now. No subsequent adverse events were reported.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. The suture was broken when the surgeon attempted to sew knife edge. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Please provide the lot number: this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.